Event description:
It was reported the patient was admitted to the hospital with acute back pain in (B)(6) 2012. The patient was started on percocet on 2012-(B)(6). The cause of the event was unknown. The pump was being used to deliver morphine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8709, lot# l59326, product type catheter. (B)(4).